Manufacturer narrative:
A questionnaire was sent to the customer. The confirmed that the problem was detected during use, and that there was no patient harm (no death, no serious injury). It was also confirmed that there the procedure was completed successfully. There was no change in the condition of the patient caused by use of the device. During the inspection of the 895265 rigid grasp. Forceps 5fr wl 550mm from batch 4500215673 in the responsible department, it was found that the joint rivet is broken. From our point of view this is a user error. The user stated that the application had been completed and the patient had been discharged without any serious injury. As there are no signs of a product problem, no further measures are taken as there have been no complaints about the 895265 rigid grasp. Forceps 5fr wl 550mm. Richard wolf (B)(4) considers this matter closed. However, in the event (B)(4) receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporation (rwmic) is submitting the report on behalf of (B)(4).

Event description:
It was reported that during a surgery, the rivet part was dropped off in the patient's ureter. The dropped part then was removed and checked by CT. According to the user facility, there was no patient harm (no death, no serious injury) the scheduled procedure was completed successfully after the incident.